Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a gall bladder procedure the device was spitting and had malformed clips. The case was completed with another device with no patient consequence.